Event description:
The reporter states she smelled burning when the meter was docked and that pins appear to be discolored and burned. No report of an adverse event. Return requested and replacement was sent.